Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor experienced issues and inaccurate sensor glucose readings. The sensor glucose reading was 18 mmol/l, compared with the blood glucose reading was 8 mmol/l. The caller stated that the most recent blood glucose reading was 13 mmol/l. The caller reported that the sensor cannula was not bent upon removal, but there was a black dashed line on the electrode. Nothing further reported.